Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent mesh removal on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent cystoscopy due to symptomatic cysts, rectocele, sui, vulvar lesion x 2, vault prolapse, sui. It was reported that following insertion the patient experienced pain and erosion. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to extrusion of vaginal mesh.